Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functionality testing. Upon investigation, the rear pulse wires were not soldered together inside the distribution node. The cause of the failure was a broken solder joint. The root cause of the rear pulse wires not soldered together inside the distribution node was an assembly error. An internal corrective action has been issued.

Event description:
Electrode belt sn (B)(4) was returned to zoll for an unrelated issue and a reportable device malfunction was discovered.